Manufacturer narrative:
These incidents do not involve serious injury and are not considered as safety issues. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
The patients implant was explanted when she was implanted with a cochlear implant on the same side.